Manufacturer narrative:
This report is submitted on november 29, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with topical antibiotics (specific date and duration not reported) and hydrogen peroxide was unsuccessful. Subsequently, the patient underwent skin revision surgery to remove the excess skin on (B)(6) 2022.